Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with user facility rep(s). "[Name removed] called and he said the (B) (4) dept sent this unit down to him with the complaint that the "bias flow adjust is too sensitive." He had me to talk to the pt, [name removed], and he stated, last night the unit was on a pt and he turned the green adjust knob a "small amount" and the map increased up by approx 15 cmh2o and then unit lost pressure and dumped out later when they tried to turn it down. According to [name removed] the pt had a desaturation and died, he stated he felt the death was from the disease process and not the vent. Explained how the needle valve behind the adjust knob worked and determined they were comparing between their two machines and noticed this one was more sensitive and they could not control the map as much as with the other unit. Spoke to [name removed] again, he stated he could not duplicate complaint but will change out any recommended parts, and gave him p/n 767987 for a needle valve and he will replace it." On feb 9, 2010, carefusion sent a letter via certified mail to the user facility seeking additional info concerning the reported event to include info pertaining to the primary and secondary causes of death. As of this date of this report there has been no response from the user facility.

Manufacturer narrative:
(B) (4): the following info concerning the evaluation of the device by the user facility was documented by a carefusion tech support specialist in response to a phone conversation with a user facility's biomed. "Spoke to [name removed] again, he stated he could not duplicate complaint but will change out any recommended parts, and gave him p/n 767987 for a needle valve and he will replace it." Based on the info currently available, carefusion has determined that the device did not cause nor contribute to the death of the pt.